Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 160 mg/dl, 59 mg/dl, and 495 mg/dl. No low blood symptoms reported with these results. No actions taken based on device results. Customer also reportedly rec'd results of 400 mg/dl and 180 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. Controls were run and in range (opened >90 days). No adverse event reported. Requested return of suspect device and replacement was sent.